Event description:
A cusa excel with console 220v ac with footswitch was involved in an event and was described as follows; originally it was reported that the unit shut down suddenly without an alarm, then on (B)(6) 2012, the following was provided - there was no fragmentation during pre-operation testing. The unit was in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.